Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display screen. During testing, the display screen was found to be cloudy and difficult to read due to moisture. The pump was opened and moisture damage was found on the internal components of the pump. Unrelated to the initial complaint, the pump case was found to be cracked. The leak test failed due to a cracked pump case.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.